Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "yes" button on the bolus screen of the pump was unresponsive. During troubleshooting, the touchscreen was functioning as intended. Reportedly, the customer's blood glucose (bg) level was 319 mg/dl. The customer delivered a temporary rate of 200% for the next 3 hours to address bg level. Several hours later, the customer called back and indicated that the issue had not reoccurred.